Event description:
On (B)(6) 2011, patient reported he does not think the infusion device is functioning properly. Patient reported on (B)(6) 2011, his wife had to call the emts and they took him to the emergency room for low blood glucose. Patient's normal blood glucose range is 95-160 mg/dl. Patient stated he was taken to the hospital at 1:30 am on (B)(6) 2011. Patient reported his wife noticed he was sweating and trembling and tried to give him juice. Patient stated when emts arrived; they said his blood glucose was back up to 123 mg/dl. Patient reported they gave him a shot of glucose and took him to the hospital. Patient stated the hospital turned his infusion device off. Patient stated he experienced an elevated blood glucose while in the hospital over 600 mg/dl. Patient reported he had to bolus with the infusion device to bring his glucose down and the hospital gave him an IV drip of insulin. Patient stated he was in the hospital until 4:30 pm on (B)(6) 2011. Patient reported the insulin cartridge was in use for 10 days to 2 weeks. Patient stated the night before going to the hospital he gave himself a bolus of 7.0 units of insulin because his blood glucose was 350 mg/dl. Patient reported he did not eat anything else before going to bed. Patient stated his blood glucose is back to normal range now. Troubleshooting did not find any product issues. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.